Event description:
Event description boston scientific crm received information that this atrial lead exhibited impedances of 2160 ohms. Conductor fracture was suspected, however could not be confirmed by x-ray. The physician chose to leave the lead in service and monitor the patient. No adverse patient effects were reported.